Event description:
It was reported that there was a pre-charge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger and batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.